Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: crease fold, white particles inner the device and wear abrasion. Microscopic analysis was performed which identified: puncture opening on posterior and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: punctured assessed as surgical damage like.

Event description:
The device has been explanted.